Event description:
Pt presented with herpes zoster keratitis with topical skin rash. Contact lens cultured and found to be incidentally growing fusarium. Not thought to contribute to clinical course. Pt is now 20/20 ou and asymptomatic.